Event description:
The reporter is alleging that the device auto charged to 360 joules while monitoring a pt. The pt's outcome is not known.

Manufacturer narrative:
H3: the facility declined to have physio-control evaluate the device. The device is reportedly back in use. Except as provided by cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.